Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged, needle scratched - outer tube damaged, distal tip distal tip damaged major dings/ scratched/sharp/dent keel loose/raised sunken fibers sunken in - illumination distal tip fiber damaged major damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged chipped - cosmetic issue scratches/dents - engraving/identification datamatrix code level a visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked, labeling : illegible etch. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified.

Event description:
It was reported that during evaluation of the device, it was determined that the 4k c-mnt scp,4.0,30,167,mitek was broken in 2+pieces. It was initially reported that the device had a scratch on the lens. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.